Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 960 mg/dl with high ketones later identified as life threatening by a health care provider. Customer performed a supply change and administered a manual injection to address bg. Subsequently, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous saline and insulin. Reportedly, the customer was released from the ICU on (B)(6) 2021 with the issue resolved and no permanent damage. A system check was performed with tandem technical support, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.